Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An operator reported that laser stopped during flap cut on a patient's left eye (os) during a refractive laser procedure. A system message was shown and the procedure was aborted. The procedure was expected to be completed on a future date. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary; the logfile review showed docking of patient was not perfectly done, however the vacuum 2 was getting valid and allowing the treatment start. The value was falling below the error limit during the treatment. The device history records (DHR) for the laser was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The patient interface was returned for investigation. The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No technical root cause was identified as the laser was found to be within specifications. The root cause could not be identified conclusively. The most likely root cause was small movement of patient's eye or of the suction ring by the user. A company representative will visit the customer again to assure proper handling.